Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. Device manufacture date: n/a. Investigation summary: instrument sedi 40 00112 was returned to the manufacturer for service with respect to the reported defect ¿ unable to connect to lis. The instrument was evaluated by visual examination and functional testing and no defects were observed as the host communication worked as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: there were "problems connecting the instrument to lis. The device was previously an exhibit for training purposes and had never communicated with an lis before."